Manufacturer narrative:
Evaluation: the product was not returned or released to datascope for evaluation.

Event description:
There was no iab in the user carton. The carton was delivered to datascope's receiving dept but was never received in the product surveillance and support dept. Event complications: unk - reported 6/11/97; none - reported 6/26/97. Pt current status: transferred - reported 6/26/97.